Event description:
The pt had a tkr in 2006, and started complaining of pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.